Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. The investigation is inconclusive for the alleged perforation of the ivc, retrieval difficulties and filter limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that one of the filter legs had fractured and perforated the right ventricle, resulting in pericardial effusion and damage to the myocardial wall. It was further reported that the patient underwent open heart surgery to remove the fractured strut from right ventricle. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced chest pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, eleven years, three months of post-deployment, a computed tomography scan of the chest revealed a large pericardial effusion and foreign body object in the right ventricle. On the next day, computed tomography of the abdomen and pelvis without contrasts demonstrated that the inferior vena cava filter was in position. There were 6 internal struts. Only 5 external struts were seen. The anterior external strut was missed. The metallic structure in the right ventricular apex might represent the embolized strut fragment. Since the prior examination, there had been interval placement of a pericardial drain with a significant decrease in the pericardial effusion. A metallic structure was seen in the right ventricular apex. On the next day, it was reported that the fragment of an inferior vena cava filter had embolized and ruptured through the right ventricular anterior wall. There was a large amount of reactive debris on the heart and the pericardium and significant pericarditis found at exploration. A foreign body in the right ventricular wall was removed. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for perforation of the inferior vena cava (ivc) and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that one of the filter legs had fractured and perforated the right ventricle, resulting in pericardial effusion and damage to the myocardial wall. It was further reported that the patient underwent open heart surgery to remove the fractured strut from right ventricle. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced chest pain; however, the current status of the patient is unknown.